Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex, dianeal pd2 ultrabag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unreported date in 2011, the patient experienced peritonitis. It was not reported if the patient required hospitalization. The cause of the peritonitis was unknown. It was not reported if remedial therapy was rendered or if dianeal pd2 ambuflex, dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing. It was unknown if the outcome for the event of peritonitis had resolved. The nurse did not provide an assessment of causality for the event of peritonitis and the relationship with dianeal pd2 ambuflex, dianeal pd2 ultrabag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.